Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of myocardial infarction with subsequent death. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and utilization of the device. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. The patient had elevated troponin levels indicating damage to the heart muscle most likely from a recent heart attack. This was followed by multiple heart attacks leading to the fatal event. The patient¿s cause of death is documented as myocardial infarction. Cardiac disease is a major cause of death in dialysis patients with 20% of those deaths attributed to myocardial infarction. Based on the available information and no allegation of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s myocardial infarction with subsequent death.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away while connected to the cycler while in the hospital. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was in treatment in the early hours of (B)(6) 2020 when they experienced multiple heart attacks. The patient was unable to survive the heart attacks. Course of medical intervention is unknown. The cause of death is documented as myocardial infarction. The liberty select cycler, pd therapy nor any fresenius product(s) is suspected as causing or contributing to the patient death. Prior to the fatal heart attacks, the patient had been admitted to the hospital on (B)(6) 2020 for observation of a spider bite on their finger. During the results of blood work, it was noted that the patient had an elevated troponin level. Subsequently the patient began experiencing small heart attacks. The cardiologist was waiting until the patient was more stable before proceeding with more cardiac testing, however, that opportunity did not occur due to the fatal heart attack. The patient had a history of hypertension controlled with medication.